Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument did not cut and the knife was bent, then disengaged. The surgeon manually cut the tissue to complete the procedure. The hosp has reported no pt injury occurred.